Manufacturer narrative:
One 72201491 ultra-fast-fix needle delivery system device used for treatment, was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Based upon the information provided, the failure was anchor premature detachment. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use (IFU) documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadvertent twisting or bending of the delivery needle. 2) proximity of anchor placement to each other. 3) difficulty with reaching the desired tissue location. 4) inadequate tissue conditions. 5) incomplete needle penetration through meniscus. Per IFU: ¿delivery instrumentation is required for proper placement of the implants for optimal surgical result. Do not bend delivery needle.¿ this is a user controlled delivery device. Bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Final product met specifications upon release to distribution.

Event description:
It was reported that during a knee procedure at the moment of passing through the meniscus the needle was bent, rendering the product useless. The procedure was successfully completed with competitor devices. No delay or injury was reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a knee procedure at the moment of passing through the meniscus the needle was bent, rendering the product useless. There was no backup device. No delay was reported. An unknown patient injury was reported. Attempts were made to retrieve further information but no response was received from the complainant.